Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulty and stent damage occurred. The 70% stenosed lesion was located at a bifurcation of the non-tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A kissing balloon technique was used and the 2.75x16mm liberte' stent and a maverick was used and the 2.75x16mm liberte' stent and a maverick balloon were placed at a bifurcation of the lad. The physician attempted to inflate the liberte' to deploy the stent however the tip of the catheter bent. The physician tried to reposition the device but the "stent was stuck". The physician felt that the stent delivery system was caught on the maverick balloon. The delivery system was able to be removed by pushing and pulling the device and it was noted that the stent was damaged. The procedure was completed with another liberte' stent. No pt complications occurred. Pt status is satisfactory.